Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2015 with the following findings: a review of the black revealed no evidence of short battery life. There were several ¿call service (cs)177 ¿ low battery" warnings observed due to normal battery wear. The battery cap or cartridge cap was not returned; therefore, a test battery cap and cartridge cap were used to complete the investigation. The pump cover was removed and there were no intermittent conditions found to the power pcb. All current draws were within specification and the reported ¿short battery life¿ complaint was not duplicated. The product performed within specification.